Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated information provided for reporting. D10: devices returned. H3, h6: the devices was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h4, h6: a review of the device history record has been requested for all three (3) returned screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: no patient consequences reported. Received parts: only three screws will be sent, "2.4mm ti va locking screw stardrive xxmm sterile" / "ref (B)(4)" for investigation but only one is complained. Background: the surgeon does not remember which one of the three screws failed and he is not able to see a possible wrong product dimension macroscopically. Product code: 04.210.120ts, lot #: 4l06174, quantity: 1. Product code: 04.210.118ts, lot #: 3l88337, quantity: 1. Product code: 04.210.116ts, lot #: 3l46781, quantity: 2.

Event description:
Unknown 2.4mm va locking screws quantity #3. The surgeon was not able to remember which one of the screws failed.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Updated data- b5, h11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, three (3) unknown titanium variable-angle (va) locking screw stardrives were drilled through an unknown two-column plate but one (1) screw head seemed to be "too small" and slipped through the plate´s hole. The screw was retrieved and the procedure was finished with the helped of another screw without issues. There was no surgical delay and no adverse consequences for patient reported. Concomitant devices reported: unknown two-column plate (part# unknown, lot# unknown, quantity 1) and unknown 2.4mm va locking screws (part# unknown, lot# unknown, quantity 2). This report is for one (1) screws: trauma. This is report 1 of 1 for (B)(4).